Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap, therefore not able to confirm battery cap damage. Unit was received with: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on lower battery side, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, scratched case, and label damage (faded). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and cracked case on lower battery side were noted. In addition, the following cosmetic damages were also noted: pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, scratched case, and label damage (faded). No damage to battery cap noted due to unit being received without original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1782k. Trouble shooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.